Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they customer alleging possible insulin pump under delivery. The customer¿s blood glucose level was 300 mg/dl to 400 mg/dl at the time of incident and current blood glucose was 190 mg/dl. The customer did provide details regarding symptoms of their high blood glucose episodes such as nausea. Customer was treated with insulin pump. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer reports insulin exited at the quick release. Customer was not calling back to perform high pressure test. Customer troubleshoot was performed. Insulin pump will not be returned for analysis.